Event description:
The pt received a surgical lead implanted in the thoracic region as part of his scs system. It was reported, the pt began having stomach pain approximately two weeks postoperative. The pt stated, he still had effective stimulation coverage. It was reported, the pt will under go a CT scan. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.